Event description:
On (B)(6) 2013 patient reported assistance with changing the basal rates on the infusion device. After the rates were changed, patient stated the infusion device displayed an e2 (battery depleted) error message. Patient reported the infusion device went to depleted battery without a w2 (battery low) warning coming up. Patient stated she inserted a new battery into the infusion device; is working. Had patient view the error data; there was no w2 before the e2 error. Patient reported this has occurred with the e2 in the past, without any warning of the w2. Patient does not recall when the issue first occurred. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device, battery, and battery cover for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result main findings: the problem mentioned by the customer could not be reproduced. No malfunction of the pump could be observed. History list: the customer got the w2 warning on the 27-jun-2013 15:39 and he confirmed this. Consumables: n/a. The problem mentioned by the customer could not be reproduced.